Manufacturer narrative:
Section d1 brand name corrected. H6 medical device problem codes a140508 was inadvertently omitted. Low or blocked pump flow: due to a lack of sufficient data logs during the time of the reported event and no product returned, the cause of the low or blocked pump flow cannot be established. Placement signal issue: due to a lack of sufficient data logs during the time of the reported event and no product returned, the cause of the placement signal issue cannot be established.

Manufacturer narrative:
Additionally it was reported that the alarms were not a sustained issue, more intermittent. And the team did not wish to troubleshoot any further because patient was scheduled for explant the following day. E4 was inadvertently omitted on the initial manufacturer device report.

Event description:
Additional information received: there were concerns regarding the placement of the signal alarms. Recalibration was performed, which temporarily resolved the issue.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 for mechanical circulatory support. The device exhibited a low placement signal with associated suction alarms. The placement signal was no longer correlating with the hemodynamic monitor. Recalibration of the aortic pressure was performed.